Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A software analysis was initiated. The software evaluation found that the behavior described was the intended behavior of the software. Software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that the manufacturer representative was unable to import patient exams from the electronic picture archiving and communication systems (pacs). The system reportedly looked like it was performed the transfer but would not complete transfer. Two prior exams had gone through without complication. Rebooting was attempted without success. An alternate navigation system was used successfully to complete the transfer and the procedure. There was no impact to patient. There was a reported delay to procedure of 5-10 minutes due to this issue.